Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened all button dome switch no (crease). No unlocked lcd keypad connector and no button error alarm noted. Unable to test low reservoir alarm due to intermittent button response noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer is unable to press any button and unable to give bolus or anything. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.